Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the collateral vein was visible, abundant, and appropriately sized, with a moderate angulation. However, the left ventricular (lv) lead could not pass and be placed. It was also noted that even when the lv lead was placed successfully, it could be easily taken out. Additionally, it was noted that pacing was unsuccessful at some positions and high thresholds were observed. A balloon dilation was performed to enhance the patency of the vessel. The lv lead was ultimately not used and replaced. No patient complications have been reported as a result of this event.